Event description:
Young female car salesperson-mother-wife had s1 fusion. The dr decided on his own that a fusion laminectomy wouldn't do so he put in rods and screws in her back. The pain is 100% worse. A couple of times a week she catches herself wondering if it is worth living with the pain, not being useful anymore. Her husband left her. She's grouchy all the time, couldn't keep up her sexual part of the marriage or the house, cooking or anything. Her legs go completely numb all the time, they fill with fluid. The pain is too bad to explain. She is constantly constipated, having stomach pains and losing control of her bladder. Her back, buttocks, legs even shoulder blades and neck are in pain about 99% of the time. About 6 months after the surgery she was still experiencing the pain, her legs giving out. The dr said she needed them out because they must be screwed in on a nerve. She doesn't believe that any dr should be able to put something in a body or change anything and then turn their back, not care if one lives or dies. He won't even continue to prescribe pain med or muscle relaxers for the spasms, and no other dr will give her medicine regularly. She goes 2, 3, sometimes 4 days without sleep. (*)